Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. One cartridge was also returned. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) inside the cartridge. The lens was stuck in the returned cartridge near the loading zone. Leading and trailing haptics were observed tucked over optic. The customer's reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was a folding problem with a zcb00 intraocular lens (iol) during insertion into the eye. Additional information was received and it was learnt that there was actually an unfolding issue as the lens would not unfold flat. The lens was inserted, then removed and replaced with a different lens within the same procedure. No incision enlargement or other injury was reported. No further information was provided.